Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent mesh revision of anterior graft on (B)(6) 2013 due to inflammation of the genitourinary device, mesh exposure of the anterior graft and granulation tissue. It was reported that patient underwent mesh revision on (B)(6) 2014 due to mesh exposure and inflammation on genitourinary device. No additional information was provided.

Manufacturer narrative:
(B)(4) dyspareunia-labeled. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent mesh revision via vaginal approach, insertion of coloplast axis dermis biologic graft for correction of pelvic floor defect on (B)(6) 2014 due to inflammation of genitourinary device and weakened pubocervical fascia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with ligament vault suspension, trachelectomy, anterior colporrhaphy and placement of graft; due to sui, prolapse, cystocele, and weakened pelvic fascia. It was reported that the patient underwent a gynecological procedure on (B)(6) /2007 and mesh revision and rectocele repair was done due to erosion of vaginal mesh and a rectocele. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh revision and cystourethroscopy was done due to mesh exposure over anterior vaginal wall and urinary urgency. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bowel problems, fistulae, recurrence, bleeding and dyspareunia. (B)(4)

Manufacturer narrative:
Date sent to the FDA: 12/2/2015. It was reported that patient underwent mesh removal, laparoscopic and robotic extensive adhesiolysis for greater than 40 minutes and vaginoscopy on (B)(6) 2015 due to vaginal mesh exposure and extensive abdominal pelvic adhesions. No additional information was provided. (B)(4).